Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that last night experienced increase in stimulation around pelvic area when lying in bed. Patient was going to make an adjustment or turn stimulation off however didn't have the communicator with her. Patient also said experienced some pain at the incision site. Patient said took some ibuprofen and that resolved the issue. Patient asked about use of external devices. Agent did not ask about the circumstances that led to the reported issue. Reviewed therapy information regarding healing time factors as patient just received implant on 2022-01-03. Reviewed programming guidance and discussed option to turn setting down when will by lying down. Offered however patient declined making any adjustments during the call. Patient will consider decreasing the setting later and then will monitor when she experiences tonight. Patient said may just turn therapy off at night.